Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection on the left side. Based on the status of fluoroscopy, it was considered that the treatment of the competitor lead was not properly performed, thus cleaning, and procedure for lead treatment rework was performed. Cleaning was performed and the abscess was removed. There were no additional adverse effects reported.